Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The field service engineer adjusted the rinse station alkaline level, replaced the reaction cells, and decontaminated the sample and reagent probes. Calibration, qc, a hardware check, and precision were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results from the cobas pure c 303 analytical unit. The initial result was 3.11 mg/dl. The repeat result was 2.1 mg/dl.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.